Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on 05 nov 2021 with 99 temp, redness, pain, and reddish brown drainage from surgical site. No wound culture or blood work obtained. Given bactrim for 7 days. And incisional site infection was suspected. It was stated that it was related to implant procedure. Resolved without sequelae (B)(6) 2021.